Event description:
It was reported to boston scientific corporation that a hedgehog dual-ended brush was used during scope cleaning performed on an unknown date. During scope cleaning, the brush snapped at juncture between brush and handle whilst cleaning scope. It was unknown how the brush was retrieved from the scope. The procedure was completed with another hedgehog dual-ended brush. There was no patient involvement with this event.

Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of brush head detached. Block h10: investigation results the returned hedgehog dual-ended brush was analyzed. Visual evaluation found that the large brush head detached. It appeared as though the brush had unscrewed out of the base and the small brush was bent. The device passed dimensional testing upon return. No other problems were noted. The reported event was confirmed. Product analysis identified that the large brush head detached. It is possible that forceful manipulation such as twisting of the device inside the scope could have resulted in the brush head detaching. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-ended brush was used during scope cleaning performed on an unknown date. During scope cleaning, the brush snapped at juncture between brush and handle whilst cleaning scope. It was unknown how the brush was retrieved from the scope. The procedure was completed with another hedgehog dual-ended brush. There was no patient involvement with this event.